Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the pump was charged to 100%, the battery gauge then displayed 5% and shutdown. When the pump turned back on, the battery gauge displayed 100%, then seconds later, displayed 5% and shutdown again. Additionally, it was reported that a temperature alarm occurred while the pump was indoors and not exposed to extreme temperatures. The user's blood glucose (bg) level was 314 mg/dl. The user would obtain backup therapy to address bg level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (temperature alarm) was identified in the pump logs; however, no failure was identified.